Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rips the skin inside of mouth [mouth injury]. Painful - mouth [oral pain]. Oral-b toothbrush head breaks, rips skin inside mouth [injury associated with device]. Oral-b toothbrush heads break at back where head screws in; pulled something out of his mouth which looked like a chipped piece of a tooth, ended up with remaining plastic from back of head and its screw in his mouth [device breakage]. Case description: a relative/friend reported via e-mail on (B)(6) 2016 that his/her partner, a male of unspecified age, had used oral-b power oral care refills precision clean (eb20-3 precision 6 pack) for the past two years, and they broke each and every time at the back where the toothbrush head screws in. When the brush heads would break, it would rip the skin inside his mouth, which was painful. The reporter stated "I never thought anything of it as they're not made to last," and the toothbrush heads would be replaced. The reporter stated that the other night, he pulled something out of his mouth which looked like a chipped piece of tooth. This morning, he had the remaining plastic from the back of the toothbrush head and its screw in his mouth. The toothbrush head had not lasted two weeks. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.